Event description:
This lead was explanted due to dislodgement. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The conductor coil was found deformed 24, 27, 47.5 and 48 cm distal to the is4 connector pin. These deformations probably occurred during the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to dislodgement. Should additional information be received this file will be updated.